Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an over infusion event had occurred and the cause was not identified. No patient harm was reported to have occurred as a result of the event.